Event description:
The event occurred on an unspecified date and involved a plum 360 where it was reported that the pump over delivers on accuracy tests. There was no patient involvement and no patient harm.

Manufacturer narrative:
The device has been returned for evaluation. Investigation pending. (B)(6).

Manufacturer narrative:
Device received for evaluation. Complaint of over-delivery during accuracy test was not confirmed. Delivery tests at 6 psi and 10 psi passed successfully. As preventive action , mechanical assembly was calibrated . After calibration was performed, all relevant performance verification test (pvt) tests passed successfully.